Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly in the failure analysis center. The cause of the reported failure was determined to be due to damaged and broken solder joints from pins 44-52 on an integrated circuit chip, designator u6.

Event description:
It was reported that during an evaluation of the loaner device, the device successfully charged defibrillation energy one time and would not charge energy after that one successful attempt. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.